Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. They had been sick since (B)(6) 2017 and was throwing up. Their blood glucose at the time of admission was 1042 mg/dl. They had a heart attack while in the hospital. They were wearing the insulin pump at the time of hospitalization. The customer¿s current blood glucose level was 101 mg/dl. They had not worn the device since hospitalization. They were unable to troubleshoot the insulin pump at the time of the call. The device will not be returned for analysis.